Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the distal tip of the device broke off. The broken piece was retrieved and the procedure was completed successfully.

Event description:
It was reported that the distal tip of the device broke off. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
*Updated part number from 375554000 to 375757000*. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: shaver blade got stuck in the patient and broke off the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break.